Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that review of a transmission revealed the pulse generator exhibited an error message. The patient would be brought into the clinic for further evaluation. No patient symptoms or additional information was reported.